Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was 40 mg/dl. Carbohydrates were consumed to treat bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.